Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l4-l5 spinal root decompression. Almost 2 months later the pt presented with recurrent lower back pain and recurrent left lower extremity pain which was moderate in intensity. An epidural steroid injection and an epidural mso4 injection were administered. Celebrex (200mg qd), medrol dose pak, neurontin (300mg po tid) and voltaren (75mg po bid) were prescribed. The outcome of this event is unknown, as the pt was lost to follow-up. The investigator classified this event as unrelated to adcon-l and considered it an idiosyncratic effect.